Event description:
Revision surgery was reported; the pe insert was explanted after it dislodged from the tibial baseplate. Primary surgery was 2/2014.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection was completed on the associated insert. There was damage to the insert especially to the lock detail; this is not uncommon in inserts explanted. A review of the complaint history shows no prior complaints with the listed lot. A lab analysis was completed and the insert was examined visually for signs of damage and wear. The superior articulating surface of the insert did not show significant signs of damage or deformation. Damage was visible on the backside of the insert. Burnishing was the primary damage mode, with an arc pattern occurring in the central region. The posterior edges of the insert also showed signs of burnishing near the locking tabs. This burnishing could be caused by backside motion due to incomplete locking or loosening of the insert on the tibial baseplate. Deformation was also present on the backside of the insert, primarily near the edges of the abrasion areas. One of the locking tabs was deformed, causing it to bend upward toward the insert. Based on the analysis performed, the exact cause of loosening and dislodging of the insert was unable to be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.